Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, blood was leaking from the hemostasis valve after inserting the introducer into a patient prior to inserting catheters into the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was needed for the replacing the introducer.

Manufacturer narrative:
The device was returned due to a leak. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection of the hemostasis seals revealed a tear resulting in a hole in the proximal seal; the distal seal appeared intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and reported leak remains unknown. Per the IFU, do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.